Manufacturer narrative:
Evaluation summary: the long nail kit was classified as primary product during investigation. All other returned implants are associated products and will be not considered in the investigation summery. No deviations were found during review of the manufacturing and inspection documents (DHR). The long nail kit returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The investigation revealed that the nail was drill marked within the posterior bridge of the proximal lag screw hole. The posterior breakage line was found within the drill marked area. This misdrilling effect most likely did weaken the posterior bridge and caused a notching effect on the lateral side that favors the nail breakage. Misdrilling could occur in case the target device was pre damaged or instruments were not assembled correctly, but the operative technique includes that the target device shall be checked prior to every surgery. Smooth lines of rest are visible on the posterior bridge; the bridge broke step by step. The lines of rest run from lateral to medial. These lines of rest indicate (in combination with the found drill marks), that the nail breakage started at the posterior bridge at the lateral side. After the posterior bridge was full or main partly broken, the anterior bridge followed very quickly. The nail broke finally to posterior due to a fatigue fracture in combination with an overload. Implant damages shall be avoided according to the IFU. The IFU includes further several adverse effects and contraindications. If one of these issues did contribute to the nail breakage is unknown due to missing information. A more precise statement could not be performed. No discrepancies were detected during risk analysis review. No nonconformity identified; no previous or actual actions are in place.

Event description:
It was reported that a patient came in with pain. The surgeon took some x-rays and observed that the nail is broken.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that a patient came in with pain. The surgeon took some x-rays and observed that the nail is broken.